Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal removal of eroded ethibond suture. It was reported that patient underwent on (B)(6) 2005 transurethral resection of bladder tumor. On (B)(6) 2005 attempted transvesical laparoscopy, retropubic exploration, transvesical mesh removal due to symptomatic intravesical mesh and suture erosion. On (B)(6) 2005 exploration of abdominal and fascial incisions and removal of retained drain fragment due to retained retropubic drain.

Event description:
It was reported that the patient underwent a gynecological procedure on or around (B)(6) 2003 and mesh and repliform were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.